Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available it will be submitted in a supplemental report.

Event description:
As per customer reported the cement took 15 minutes to dry, adhered to the implant and did not adhere to the bone, losing the polyethylene acetabulum.